Event description:
It was reported that embolization occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted after one (1) deployment and meeting release criteria. That night the patient experienced chest pain. Electrocardiogram monitoring was performed showing some t wave abnormalities and elevated troponin levels. The chest pain was controlled with medication through the night. The next day the patient was transferred to the catheterization laboratory. Limited echocardiogram was performed which showed no pericardial effusion. The closure device was identified in the descending aorta. Arterial access was achieved using an 18f sheath. A non-boston scientific grasping device was advanced and successfully snared the embolized closure device for retrieval within five (5) minutes. The patient is reported to be fully recovered.

Manufacturer narrative:
B5: additional information added. H6: patient code added, evaluation conclusion code added.

Event description:
It was reported that embolization occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted after one (1) deployment and meeting release criteria. That night the patient experienced chest pain. Electrocardiogram monitoring was performed showing some t wave abnormalities and elevated troponin levels. The chest pain was controlled with medication through the night. The next day the patient was transferred to the catheterization laboratory. Limited echocardiogram was performed which showed no pericardial effusion. The closure device was identified in the descending aorta. Arterial access was achieved using an 18f sheath. A non-boston scientific grasping device was advanced and successfully snared the embolized closure device for retrieval within five (5) minutes. The patient is reported to be fully recovered. It was further reported that on (B)(6) 2023 the patient experienced heart failure.